Event description:
No new information.

Manufacturer narrative:
Corrected: d9. Additional information: h6. Although the observation made in the reported incident that the hydrogel was applied unevenly was confirmed, the inspection of the returned device did not reveal any evidence of a malfunctioning device. The device had been used successfully for several years, but during the procedure there was inconsistent application and a short surgical delay due to uneven mixing of the gel, so a replacement device was used to complete the procedure. A thorough review of manufacturing and quality records revealed no issues and the root cause of the incident could not be determined. Based on the investigation steps performed, no product issue indicating nonconformity, unfavorable trend or unexpected hazard/harm has been identified. Therefore, no corrective action is required at this time.

Event description:
It was reported that after the product assembly, when applying to the dura mater, it became a lump and could not be sealed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.